Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. Unable to perform excessive no delivery alarm due to prime anomaly. No motor error alarm. Motor passed motor test. Pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery alarm. The customer's blood glucose level was 358 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.